Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The ma was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that there was a filament regulator error during a procedure with pt involvement, therefore, this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.